Event description:
The reporter stated that a possible capsular tear occurred with a competitor's pharcocimulsification equipment. A victroctomy was performed due to vitreous loss. The reporter stated that the zonules were damaged so the surgeon opted to suture the cc4204bf single piece collamer lens into the sulcus. He closed the wound with another suture and noted the lens to be unstable. The surgeon removed the iol and replace the corneal suture without inserting another lens.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there is no visible damage, clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.